Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Photo review: provided two photos show an implanted intraocular lens (iol) on a screen. The optic and two haptics are visible. One haptic is partially folded over the optic. There appears to be a crack/line/mark in the optic near the junction with the other haptic. Additional information: the complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol model. Based on our observation of the attached, "there appears to be a crack/line/mark in the optic near the junction with the other haptic". While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, a break in the optic at the transition to haptic was discovered. The crack was discovered immediately during lens positioning. Subsequently the lens was removed during initial procedure and completed with another unspecified lens. In surgeon's opinion, the crack was possibly due to the shooter or the cartridge. There was no patient harm. Additional information received stating that the procedure was completed with same model and diopter company lens.